Manufacturer narrative:
This report is sent to the FDA as part of corrective action to an observation made during fei #(B)(4) and concerns our complaint # (B)(4). Retained samples of the same lot were inspected visually, mechanically and for their ph. No deviation could be observed. The retained samples were within specification. We have repeatedly requested additional information from the distributor. We learned that the patient was advised to consult her physician and ask the physician to report any concerns. Such a report had not been received by the distributor by (B)(4). The complaint was closed. No conclusion regarding the cause of the skin reaction can be drawn. It was assumed that no medical intervention was necessary to prevent a permanent damage to the skin. However, as we hold no evidence for that we are reporting this event.

Event description:
On (B)(6), 2011, we have been informed about an incident with skintact w-601 ECG electrodes by a patient. Her report stated: "I have been wearing a loop memory cardiac event recorder for the past 11 days attached with some of your skintact premier w-601 aqua-tag electrodes. Expiration 2014-05, lot 10510-0161. I have been changing electrodes daily, attaching to clean dry skin and varying placement to prevent skin sensitization. Today when removing the electrodes prior to a shower I found a crescent shaped cluster of small blisters in the center of the area covered by the patch. Likewise there is a darkened area of the electrode." Communication was then handled by the us distributor. No information was provided about the skin preparation and the treatment of the skin irritation afterwards.